Event description:
Related manufacturer report number: 2017865-2022-02160. It was reported that there were episodes of p-wave amplitude variation, r-wave amplitude variation, noise, and oversensing on the right atrial (ra) and right ventricular (rv) leads. It was suspected that the ra and rv leads were damaged, however, the lead damage was not visually confirmed. Technical support was contacted, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.